Manufacturer narrative:
Correction: b5: updated executive summary to clarify this is not reportable event. Additional information: h6: the quality investigation is complete.

Event description:
Upon further investigation it was determined that this event is not reportable event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure the product sparking at generator settings 20 w cut / 20 w coag, and stopped when generator was turned down to 15w cut / 15w coag. The procedure was completed successfully without a significant delay; no adverse consequences or medical intervention were reported.